Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose despite changing the consumables every 4 days. Blood glucose value was not provided. No troubleshooting was performed as the customer was not present at the time of the call. The caller was advised with the correct practices of changing consumables. The insulin pump was returned for analysis.